Manufacturer narrative:
A visual analysis of the returned device revealed that the sheath was found to be bent at the distal end. Additionally, it was found that the pull wire, at its distal section, was broken when the sheath was removed upon further evaluation. Functional evaluation revealed that the device would not open. The evaluation concluded that the returned unit was consistent with the complaint incident that the basket cage was detached. During the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the failure pullwire broken and sheath bent. Therefore, the most probable root cause of this complaint is ¿operational context¿, since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a gemini¿ urology stone retrieval basket was used during an ureterolithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket broke inside the patient. The broken piece was removed using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini¿ urology stone retrieval basket was used during an ureterolithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket broke inside the patient. The broken piece was removed using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.